Event description:
The patient complianed a decrease in loudness with his device.he also complained disturbing noise.telemetry tests showed "weak couping" and "poor couping",the device had malfunctioned.